Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine 20mg/ml; unknown dose in an implantable pump for malignant pain (ovarian). The patient medical history included metastatic cancer. Concomitant medications were unable to be obtained. The patient experienced healing issues, as the pump was visible. The patient restarted their chemotherapy 10 days post implant (hcp recommended 28 day waiting period post pump implant). The infusion system was explanted on (B)(6) 2018. The patient received great pain relief with the system during implant. The issue was considered resolved. The patient status was indicated to be alive with no injury. The pump and catheter were discarded. The infusion system would not be replaced in the future. No further complications were reported/anticipated.